Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, "the posterior hole in the targeting device did not line up with the posterior hole on the nail/implant due to worn out locking mechanism."